Manufacturer narrative:
Ppae (major bleed): the cause of the injury was not determined due to insufficient clinical details. The pump passed all post sterile inspection checks.

Event description:
A 58 year old male was admitted following an out of hospital cardiac arrest. Following 30 min of resuscitation, an impella cp was placed and a percutaneous coronary intervention was performed. The following day, the patient suffered a gastrointestinal bleeding, requiring blood transfusion. Unrelated to the bleed the patient was escalated to a veno-arterial extracorporeal membrane oxygenation and the impella cp was removed.